Event description:
It was reported that a revision surgery was performed. The devices involved were reportedly implanted in (B)(6) 2007.

Manufacturer narrative:
Hospital also submitted MDR under user facility report number: (B)(4). The devices reportedly involved in this incident were implanted in an off-label application in the USA, as the bhr acetabular cup is FDA approved for us only with a bhr resurfacing femoral head. The hemi-head reportedly involved is only approved for use in the USA when attached to a smith & nephew femoral stem for articulation on native bone, not on an acetabular component (bhr acetabular cup).